Event description:
The surgeon felt a resistance when passing this guidewire to the posterior tibial artery. When he attempted to retrieve it, he saw that the distal tip of the wire was unwound. When he retrieved the wire completely, he noticed that a filament (2 cm) stayed inside the artery. To avoid thrombosis, he decided to do "angioplasty" to maintain the filament. He used a second guide (same box, so same lot number), but the same problem occurred. Nevertheless, he managed to retrieve the guidewire completely in its total integrity. The guide wire was unwound (40cm). A third guide (same lot number but another box) was used with a savvy balloon (diameter 3 mm) without any difficulties. When the filament was finally maintained, it created a rupture of the artery and the consequence for the patient was a bruise. There was no other consequence. There is no post procedure treatment prescribed and no re-intervention projected to retrieve the filament.